Event description:
Event description boston scientific received information that this right ventricular lead, which was implanted in 1988, has chronically high thresholds. At implant the threshold measurement was 4.0 volts at 0.3 ms, and it is now at 5.0 volts at 0.7 ms. The pacemaker has stored ventricular tachycardia episodes with paced ventricular events followed by sensed events that occurred during the refractory period. The patient's rate is not fast, and the ventricular sensing is between 0.7 mv and 1.0 mv. Impedance measurements are stable on both leads. No adverse patient effects were reported, and patient has not experienced any loss of capture symptoms.